Event description:
Pain and swelling without a history of trauma or exertion [pain nos]. Pain and swelling without a history of trauma or exertion [swelling nos]. Arthrocentesis [arthrocentesis]. Number of leukocytes that appear is an inflammation and not an infection [joint inflammation] ([white blood cell count abnormal]). Case narrative: initial information from spain received on (B)(6) 2021 regarding an unsolicited valid serious case received from a physician. This case involves a 27 years old female patient who experienced pain and swelling without a history of trauma or exertion and number of leukocytes that appear is an inflammation, arthrocentesis and not an infection while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing anterior knee pain of years of evolution secondary to patellar chondromalacia (with a discrete rotational alteration). Patient was taking oral contraceptives. On (B)(6) 2021, the patient received treatment with hylan g-f 20, sodium hyaluronate once (dose, route, formulation and batch number unknown) for unknown indication. On (B)(6) 2021 patient went to the emergency room for pain and swelling with no history of trauma or exertion (pain, swelling) (onset: 2021 and latency few days) and was prescribed nsaids (nonsteroidal anti-inflammatory drugs). On (B)(6) 2021 about 45 cubic centimeters (ccs) of ls (not specified) of inflammatory aspect was extracted and sent for analysis, as well as (not specified) and all pending. After the arthrocentesis on (B)(6) 2021 (aspiration joint; seriousness:intervention required; latency: 29 days), the corticoid was infiltrated, with improvement for the moment. As of (B)(6) 2021, physician already had the results of the analysis of synovial fluid and that the number of leukocytes that appear was an inflammation and not an infection (inflammation, white blood cell count abnormal) (onset: 2021 and latency few days). The results of the blood test were not yet available. Action taken: not applicable for all events. Corrective treatment: prescribed nsaids and corticoid was infiltrated (nonsteroidal anti-inflammatory drugs) for pain and swelling; not reported for inflammation. Outcome: recovering for pain and swelling; not reported for inflammation. Product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6)2021 for product. Batch number; unknown. Device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation complete date: (B)(6) 2021. Additional information was received on 22-jun-2021 from healthcare professional. Global ptc results and number added. Text was amended accordingly. Upon internal review on (B)(6) 2021 the case was updated to serious as the patient received corticoid treatment for pain and swelling. Based on information previously received, the date of onset in the mir form has been amended.

Event description:
Pain and swelling without a history of trauma or exertion [knee pain]. Pain and swelling without a history of trauma or exertion [knee swelling]. Effusion 45 cc/ presented significant effusions (recurrent) [knee effusion]. Number of leukocytes that appear is an inflammation and not an infection [joint inflammation] ([synovial fluid white blood cells positive]) synvisc one given for chondromalacia [product use in unapproved indication]. Case narrative: initial information from spain received on (B)(6) 2021 regarding an unsolicited valid serious case received from a physician this case involves a 27 years old female patient (158 cm and 54 kg) who experienced pain and swelling without a history of trauma or exertion and number of leukocytes that appear is an inflammation and not an infection and effusion 45 cc/ presented significant effusions (recurrent), while being treated with hylan g-f 20, sodium hyaluronate (synvisc one) and experienced that synvisc one given for chondromalacia. The patient's medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing with the diagnosis of anterior knee pain of years of evolution secondary to patellar chondromalacia (normal MRI) with a discrete rotational alteration. She underwent infiltration on (B)(6) 2021 (no effusion) with a single dose of synvisc one. Patient was taking oral contraceptives. On (B)(6) 2021, the patient received treatment with hylan g-f 20, sodium hyaluronate once (dose, formulation and batch number unknown) via intra-articular route for chondromalacia (device use in unapproved indication). On (B)(6) 2021 patient went to the emergency room for pain and swelling with no history of trauma or exertion (arthralgia, joint swelling) (latency: same day and was prescribed nsaids (nonsteroidal anti-inflammatory drugs) and had 45 cc effusion (joint effusion). On (B)(6) 2021 about 45 cubic centimeters (ccs) of ls (not specified) of inflammatory aspect was extracted and sent for analysis, as well as as (not specified) and all pending. After the arthrocentesis on (B)(6) 2021, the corticoid was infiltrated, with improvement for the moment. As of (B)(6) 2021, physician already had the results of the analysis of synovial fluid and that the number of leukocytes that appear was an inflammation and not an infection (inflammation, white blood cell count abnormal) (onset: 2021 and latency few days). The results of the blood test were not yet available. Analysis of synovial fluid indicated 5800 leukocytes and 654 neutrophils and blood test indicated esr: 10 and uric acid 3.7. Since (B)(6) 2021, patient has again presented significant effusions (joint effusion). Action taken: not applicable for all events. Corrective treatment: prescribed nsaids and corticoid was infiltrated (nonsteroidal anti-inflammatory drugs) for pain and swelling; not reported for inflammation outcome: recovered for joint pain and joint swelling; not recovered for joint effusion; unknown for rest all the events product technical complaint (ptc) was initiated with global ptc number 100120576 on 21-apr-2021 for product. Batch number; unknown. Device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: 22-jun-2021 additional information was received on 22-jun-2021 from healthcare professional. Global ptc results and number added. Text was amended accordingly. Upon internal review on 22-jun-2021 the case was updated to serious as the patient received corticoid treatment for pain and swelling. Based on information previously received, the date of onset in the mir form has been amended. Additional information was received on 02-jul-2021 from the physician. Additional event of synvisc one given for chondromalacia and effusion cc added. Route and indication added. Clinical course updated and text amended accordingly. Based on information previously received on 02-jul-2021, the event of arthrocentesis deleted. The llt for pain and swelling without a history of trauma or exertion was updated to knee pain and knee swelling. The llt for effusion 45 cc was updated to knee effusion have been amended. Additional information was received on 20-jul-2021 from the physician. Verbatim of knee effusion updated and its outcome updated to not recovered. Clinical course updated and text amended accordingly.

Event description:
Pain and swelling without a history of trauma or exertion [knee pain]. Pain and swelling without a history of trauma or exertion [knee swelling]. Effusion 45 cc [knee effusion]. Number of leukocytes that appear is an inflammation and not an infection [joint inflammation] ([synovial fluid white blood cells positive]). Synvisc one given for chondromalacia [product use in unapproved indication] . Case narrative: initial information from spain received on (B)(6) 2021 regarding an unsolicited valid serious case received from a physician. This case involves a 27 years old female patient (158 cm and 54 kg) who experienced pain and swelling without a history of trauma or exertion and number of leukocytes that appear is an inflammation and not an infection and effusion 45 cc,while being treated with hylan g-f 20, sodium hyaluronate [synvisc one] and experienced that synvisc one given for chondromalacia. The patient's medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing with the diagnosis of anterior knee pain of years of evolution secondary to patellar chondromalacia (normal MRI) with a discrete rotational alteration. She underwent infiltration on (B)(6) 2021 (no effusion) with a single dose of synvisc one. Patient was taking oral contraceptives. On (B)(6) 2021, the patient received treatment with hylan g-f 20, sodium hyaluronate once (dose, , formulation and batch number unknown) via intra-articular route for chondromalacia (device use in unapproved indication). On (B)(6) 2021 patient went to the emergency room for pain and swelling with no history of trauma or exertion (arthralgia, joint swelling) (latency: same day and was prescribed nsaids (nonsteroidal anti-inflammatory drugs) and had 45 cc effusion (joint effusion). On (B)(6) 2021 about 45 cubic centimeters (ccs) of ls (not specified) of inflammatory aspect was extracted and sent for analysis, as well as (not specified) and all pending. After the arthrocentesis on (B)(6) 2021, the corticoid was infiltrated, with improvement for the moment. As of (B)(6) 2021, physician already had the results of the analysis of synovial fluid and that the number of leukocytes that appear was an inflammation and not an infection (inflammation, white blood cell count abnormal) (onset: 2021 and latency few days). The results of the blood test were not yet available. Analysis of synovial fluid indicated 5800 leukocytes and 654 neutrophils and blood test indicated esr: 10 and uric acid 3.7. Action taken: not applicable for all events. Corrective treatment: prescribed nsaids and corticoid was infiltrated (nonsteroidal anti-inflammatory drugs) for pain and swelling; not reported for inflammation outcome: recovered for joint pain, joint effusion and joint swelling; unknown for rest all the events product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6) 2021 for product. Batch number; unknown. Device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Final investigation complete date: (B)(6) 2021. Additional information was received on 22-jun-2021 from healthcare professional. Global ptc results and number added. Text was amended accordingly. Upon internal review on (B)(6) 2021 the case was updated to serious as the patient received corticoid treatment for pain and swelling. Based on information previously received, the date of onset in the mir form has been amended. Additional information was received on 02-jul-2021 from the physician. Additional event of synvisc one given for chondromalacia and effusion cc added. Route and indication added. Clinical course updated and text amended accordingly. Based on information previously received on (B)(6) 2021, the event of arthrocentesis deleted. The llt for pain and swelling without a history of trauma or exertion was updated to knee pain and knee swelling. The llt for effusion 45 cc was updated to knee effusion have been amended.

Event description:
Pain and swelling without a history of trauma or exertion [pain nos]. Pain and swelling without a history of trauma or exertion [swelling nos] . Arthrocentesis [arthrocentesis]. Number of leukocytes that appear is an inflammation and not an infection [joint inflammation] ([white blood cell count abnormal]). Case narrative: initial information from (B)(6) received on 21-apr-2021 regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) female patient who experienced pain and swelling without a history of trauma or exertion and number of leukocytes that appear is an inflammation, arthrocentesis and not an infection while being treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had ongoing anterior knee pain of years of evolution secondary to patellar chondromalacia (with a discrete rotational alteration). Patient was taking oral contraceptives. On (B)(6)2021, the patient received treatment with hylan g-f 20, sodium hyaluronate once (dose, route, formulation and batch number unknown) for unknown indication. On (B)(6)2021 patient went to the emergency room for pain and swelling with no history of trauma or exertion (pain, swelling) (onset: 2021 and latency few days) and was prescribed nsaids (nonsteroidal anti-inflammatory drugs). On (B)(6)2021 about 45 cubic centimeters (ccs) of ls (not specified) of inflammatory aspect was extracted and sent for analysis, as well as (not specified) and all pending. After the arthrocentesis on (B)(6)2021 (aspiration joint; seriousness:intervention required; latency: 29 days), the corticoid was infiltrated, with improvement for the moment. As of (B)(6)2021, physician already had the results of the analysis of synovial fluid and that the number of leukocytes that appear was an inflammation and not an infection (inflammation, white blood cell count abnormal) (onset: 2021 and latency few days). The results of the blood test were not yet available. Action taken: not applicable for all events. Corrective treatment: prescribed nsaids and corticoid was infiltrated (nonsteroidal anti-inflammatory drugs) for pain and swelling; not reported for inflammation outcome: recovering for pain and swelling; not reported for inflammation product technical complaint (ptc) was initiated with global ptc number (B)(4) on (B)(6)2021 for product. Batch number; unknown device not returned. The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr (non-conformance report) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required final investigation complete date: (B)(6)2021. Additional information was received on 22-jun-2021 from healthcare professional. Global ptc results and number added. Text was amended accordingly. Upon internal review on 22-jun-2021 the case was updated to serious as the patient received corticoid treatment for pain and swelling.